Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.422" x 0.151" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grip tips is typically attributed to the user, such as excess force applied to the instrument jaws. The root cause of this failure is fatigue failure due to mishandling/misuse.

Event description:
It was reported prior to starting a da vinci-assisted procedure, it was discovered that the maryland bipolar forceps (mbf) instrument only had one jaw, while on the instrument tray. The or staff found the other separated jaw on the bottom of the tray. The procedure was completed with no report of patient injury.